Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the incomplete coaptation appears to be due to challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.g2 - report source updated from "health professional, company representative" to: "study, health professional, company representative"

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment it was noted the clip had detached from the anterior leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize the slda clip, reducing mr to 2. Post procedure, bleeding was noted at the right groin access site. A suture had been placed, but was removed and manual pressure was applied. The oozing resolved the day of procedure. The patient returned to the emergency department on (B)(6) 2021 with bleeding at the access site. Pressure to the right groin access site was applied and the event resolved on the same day. No additional information was provided.